Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker had an estimated longevity of 5 years in (B)(6) 2018. Nine months later the estimated longevity was 1 year remaining. A request was made to have data from this device analysis. Analysis determined that the device was depleting faster than expected and replacement was recommended. The device was explanted and replaced without incident. Besides intervention, no adverse patient effects were reported.